Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the suture was used. Following the procedure, the patient experienced a post-op infection along with an opening of incision and sutures had to be removed. Additional information has been requested.